Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak could not be confirmed. The product returned for evaluation was one 20g powerloc max infusion set with y-site. The sample was leak tested by flushing each luer port using water and a 12 ml syringe. No leaks were identified. The unit was then microscopically inspected and no anomalies were identified. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that port needle that has shown cracks and then leaked when patients discharged with chemo running via port. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that port needle that has shown cracks and then leaked when patients discharged with chemo running via port. No other information was provided.